Event description:
The customer reported the footswitch was responding intermittently. The customer stated all the cases were completed as planned. The footswitch was not switched out. The customer did not use the touchscreen or remote to navigate. No pt injury was reported.

Manufacturer narrative:
A visual assessment of the returned footswitch did not reveal any nonconformity. The footswitch was functionally tested and passed. Additional testing was performed and the footswitch passed all testing. The customer complaint of working intermittently was unable to be confirmed. The root cause of the reported footswitch not responding intermittently is unk and cannot be determined because the issue was unable to be replicated in house. A review of complaints for the last 24 months did not indicate any additional similar reports for the system or footswitch. (B)(4).